Event description:
Surgically implanted mentor smooth silicone memory gel implants (B)(6) 2018. Several months later started to have symptoms that seemed to be related to implants. Fatigue major hair loss, anxiety depression, brain fog memory loss, felt really sick. Went from specialist to specialist. Had countless blood draws. Tested for countless diseases. Nothing found or diagnosed. Symptoms continued to worsen in severity. Had implants removed (B)(6) 2020. Symptoms literally disappeared after surgery. All of them are fully gone. I was severely allergic. This needs to be medically recognized. And women shouldn't have to jump thru hoops to get to the bottom of it. Breast implant illness is a real thing and I am a poster child. FDA safety report ID # (B)(4).